Manufacturer narrative:
(B)(4).batch # p57d2y. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. In addition two gst60g cartridges reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Reload - gst60g (qty 2) lot # p4rw3d. Expiration date: 07/31/2020. Certification date: 08/14/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot (device plee60a) the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot (reload - gst60g (qty 2).

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device fired malformed staples on the first and other, unspecified firings, each time with a green gst reload. Procedure was completed with the same stapler. The surgeon did not oversew the staple lines. The surgeon used imaging after he had finished using the stapler to determine that no further action was required. There were no patient consequences reported.